Event description:
Multisystem organ failure, information was rec'd in 2006 regarding a male pt, with a history of allergies to morphine and demerol. In 2006, the pt was admitted to the hosp with thermal and chemical burns. He sustained 85% total body surface area (25% full thickness burns and 60% partial thickness). The pt was grafted with a total of 360 epicel grafts in 2006, 11 days later, and 25 days later; 144 approx 3 months before the first grafts, the pt died 6 days after the last grafts due to multisystem organ failure, the event of multisystem organ failure was reported as not related to the use of epicel.